Event description:
Initial prolactin result of 26.4 mg/dl. The sample was diluted 1:10 and recovered 26 mg/dl. The sample was then diluted 1:100 and recovered 53.7 mg/dl. A dilution of 1:400 gave result of 146.5 mg/dl. A 1:1000 dilution gave result of 331.6. A 1:2000 dilution gave result of 650 ng/ml. A 1:4000 dilution gave result of 1281 mg/dl. The initial sample was then diluted to 1:100. The 1:100 diluted sample was then diluted as follows: 1:10 (final dilution 1:1000) result was 333 mg/dl; 1:20 (final dilution 1:2000) result was 658 mg/dl; 1:50 (final dilution 1:5000) 1620 mg/dl; 1.:100 (final dilution 1:10000) result was 3364 mg/dl; 1:400 (final dilution 1:40,000) result was 12500 mg/dl. The initial result was reported. The physician questioned the results, the patient was not adversely impacted. If additional information is received, appropriate notification will be provided.